Manufacturer narrative:
Patient code no longer applies. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) on (B)(6) 2017. The patient was receiving 1500 mcg/ml fentanyl at a dose of 220 mcg/day and 20 mg/ml bupivacaine at a dose of 2.935 mg/day. An alarm was heard and confirmed by telemetry. The patient had been getting the error code 8474 on their personal therapy manager (ptm). A critical alarm occurred and it was low battery reset occurred. No troubleshooting was done on the call. There was some increased pain reported. It was considered a sudden change in therapy/symptoms. It was stated that the logs had not been read. The hcp called back to discuss further reset, reset low battery, and safe stated conditions. There were no further complications reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from an hcp reported the pump was replaced on (B)(6) 2017. The patient was doing well. The hcp stated the pump was supposed to be returned for analysis. The hcp stated he was just waiting for it to be sterilized and cleaned before he could send it back. No further patient complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Updated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer with an implantable drug infusion pump indicated for malignant pain and other carcinoma. The pump contained fentanyl and bupivacaine both at unknown concentrations and doses per the patient. It was reported the patient said that the personal therapy manager (ptm) lights were coming on. The patient said she was seeing the 8474 error code (pump reset) on the ptm. The patient was not using an antenna. The patient changed the batteries. The patient was hearing an alarm from the pump. No patient symptoms/complications were reported. The event date was reported to be (B)(6) 2017.

Manufacturer narrative:
Evaluation of implantable pump serial number (B)(6) revealed the following: a review of the pump logs and pump memory confirmed that a low battery reset and safe state condition had occurred. However, destructive analysis could not determine the cause of the low battery reset. Recent FDA coding changes offer limited options for medical device evaluation conclusion coding. If information is provided in the future, a supplemental report will be issued.